Event description:
Excessive firing of generator.

Event description:
Add'l info rec'd from MFR 5/14/02: MFR has no add'l info on the reported event other than a communication from field rep reporting a power on reset condition that was successfully reprogrammed without pt incident. The device has not been returned for analysis. Without the return and analysis of the reported device, no conclusion can be drawn as to the reported event and device performance. MFR's alert date for this event is 4/5/02 that reflects the date MFR received a voluntary medwatch report from the user facility. The info received from the voluntary medwatch report indicates the device was explanted. The device has not been returned to medtronic for analysis. Total implant duration: 15 mos.